Event description:
Reaction: urinary frequency ("symptoms of uti"). Pt had an intraarticular injection of synvisc into left knee. Reported sudden onset of uti symptoms that evening. Ua/cs sent to lab. No urinary burning. Lab on 2/6 showed no growth. Pt reticent to take further injections at this time. Pt called back clinic with burning and frequency - doesn't want to come to see md and no available appointments that day - md called in cipro 500g pubid x 7 days.